Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.3, inratio2: 1.8, lab: 2.2. All testing was executed within 1 hour.

Manufacturer narrative:
Investigation pending.